Event description:
It was reported that the patient presented to the emergency room (ER) complaining of chills and rigors. Blood cultures grew gram-negative staphylococcus, oxacillin sensitive. The patient was diagnosed with endocarditis and found to have large vegetation on implantable cardiac defibrillator (ICD) attached to right ventricular lead in the right atrium. The system was explanted. The patient is a participant in the product surveillance registry. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: cd2211-36 competitor ICD, (B)(6) 2010. (B)(4).